Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with broken flange gripper retainer, front cover, left iui and right iui, crack barrel clamp, rear case, lock label, front door, right handle and rear door. The probable root cause of the reported issue was due to the customer's damage of the flange gripper. A review of the device history record showed the device had a manufacture date of 10feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.